Manufacturer narrative:
Standard disclaimer on file.

Event description:
An ICU pt after surgery for mitral valve replacement appeared non-responsive. Arterial line sample taken for blood glucose and tested on device and by lab recorded discrepant results. Insulin drip dosage was being adjusted based on device reading. Comparisions with other pts were within acceptable range. Controls tested within range as well.